Event description:
The customer reported erroneous high sodium test results for three patient samples were obtained when using the unicel dxc 600i synchron access clinical system. Erroneous test results were not reported out of the laboratory. The instrument performed automatic critical reruns, which identified the issue. There were no reports of death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the ratio pump to resolve this issue. Identified failure mode: ratio pump failure.